Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 800sr36 heart ring, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient¿s left ventricular (lv) lead dislodged; it completely pulled out of the coronary sinus (cs) and came all the way up towards the pocket. It was noted that the lead was causing sternal stimulation. The patient went to the emergency room (ER) and the lead was turned off. A few days later, the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.